Event description:
It was reported that, "the friction lot technology on the black targeting device was not working."

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.